Manufacturer narrative:
Correction: d4 (serial number). Investigation: visual inspection: - the label on the back of the outer packaging is not correct; - the serial number of the label is not correct; - qr code, label of sterile packaging and the patient label is correct. Summary of the investigation results: based on our test results, we can confirm that the label on the back of the outer packaging is not correct. The labeling is from the second product which was included in the shipping order. A patient hazard can be excluded, because the label on the sterile product packaging, on the sealing label and on the patient label matches the valve. The examination of the return has been completed with the drafting of this report. A credit note will be generated. Additional actions will be implemented in the form of a CAPA.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It has been reported that the label on the back of an m.blus plus box (#fx819t) was not labeled with the correct serial number. The serial number matches the other shipped product. The qr code and the label on the product are correct.